Event description:
It was reported to resmed (B)(4) that an astral device triggered an alarm and restarted at the distributor's facility. The device was not in use when the fault occurred, therefore, there was no pt involvement. MFR #3004604967-2015-00308.